Manufacturer narrative:
UDI -- unknown part number. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the rep, in an off label use, a microsensor gave inconsistent readings when implanted in a hip. There were no reports of delay or patient harm. Additional information is being requested.